Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990i-us is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the segment fluid damage, the u/d and the r/l pulley wires fluid damage, the ccd module cloudy (not clear view), the ccd driver pcb corroded, the electrical connector corroded, the air/water nozzle dirty, the air/water channel dirty, the objective lens unit dirty, the lg prong top loosened, and the u/d pulley wire worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.